Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 12 synergy drug-eluting stent was advanced for treatment. However, upon inflation, the indeflator would not hold pressure. The device was then removed from the patient's body with the stent undeployed and still crimped on the balloon catheter. The physician found a rupture in the balloon catheter and it broke in half about 55 cm from the hub after removing it out of the body. Another 3.50 x 12 synergy drug-eluting stent was then used and completed the procedure. There were no patient complications reported.